Event description:
It was reported that the subject device had unstable contact in cable, image distortion (grainy, flickering, incorrect colour reproduction). There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable malfunction (image malfunctions due to bends in the connector area) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had unstable contact in cable, image distortion (grainy, flickering, incorrect colour reproduction). There were no reports of patient harm.